Event description:
The manufacturer received information alleging a failure of a ventilator's external flow sensor. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer's complain was confirmed. The device's external flow sensor was replaced to address the issue.